Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac artery, the fox plus balloon ruptured at 10 atmospheres. The balloon and delivery catheter were completely removed from the body and dilatation was performed using another fox plus balloon. There was no adverse patient effect. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation, a conclusive root cause could not be determined. The lot number was provided. A review of the finished device lot history record did not reveal any non- conformity which could have contributed to this complaint.